Event description:
It was reported that the patient suffered a mini stroke due to elevated blood glucose levels, but the blood glucose monitor was reading low prior to the event. On (B)(6) 2024 at 8:00 a.m., the blood glucose result was 97 mg/dl. The patient took her normal dosage of 1000mg of metformin. Around an hour later at 9:00 a.m., her husband noticed that her speech was a little bit slurred, but he had to leave to go to work. The patient's husband received a phone call around 30 to 60 minutes later from his daughter saying that the patient was being taken to the hospital. The daughter contacted the patient on the phone at 9:30 a.m. And the daughter stated that the patient was disoriented and was not making a lot of sense. The daughter described the patient as sounding kind of drunk. The daughter then went to the patient's house and the patient was very disoriented. The daughter contacted the ambulance. The blood glucose result was over 200 mg/dl on the paramedic's meter. The patient did not receive any treatment from the paramedics and they transported her to the hospital which was 20 to 25 minutes from the home. The blood glucose results at the hospital were not provided. The patient was treated with insulin injections. The patient was released from the hospital on (B)(6) 2024, but was taken to a rehabilitation hospital due to the stroke she had.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.